Event description:
It was reported that the patient experienced an allergic reaction on the skin from the self-adhesive of the infusion set. The patient went to the doctor for treatment. She is now using an antiallergic plaster and unknown cream.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.